Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who intended to report a product complaint and adverse events, concerns a female patient of unknown age and ethnicity. Medical history and concomitant medication were not provided. The patient received an unspecified insulin via humapen savvio graphite; 30iu per day, unknown route of administration, indication for use and start date. Reporting consumer informed the humapen savvio graphite (unknown lot number / (B)(4)) was not injecting the insulin and that one refill usually lasted around four days but it was lasting much more. On an unspecified date and time after starting the use of unspecified insulin via humapen savvio graphite, the patient experienced much uncontrolled glycemia level, which the reporting consumer explained as a glycemia level that reached 380, 390 (units not provided), making the patient to feel unwell. As corrective treatment, an unspecified fast acting insulin was necessary; thus the company, considered the glycemia increased event as serious due to medically significant reasons. Outcome of the event was not provided. It was unknown if any action was taken with the unspecified insulin or the treatment status. The patient operated the device and it was unknown if she was trained. There was evidence of improper use since it was mentioned that the patient did not reuse needles, that humapen savvio graphite was stored on refrigerator and she did not use to perform calibration but, when realized the problem, the patient started to perform it and even so the insulin did not get out. The patient had used this device model and the reported suspect device for unknown period. It was unknown if any action was taken with suspect device. Return status was unknown. The reporting consumer related the event to the problem on humapen savvio graphite. No relatedness assessment was given for unspecified insulin. Edit 08nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Event narrative field; new updated and corrected information is referenced within the update statements in event. Please refer to statement dated 06dec2018 in the event field. No further follow up is planned. Evaluation summary: the daughter of a female patient reported that the patient's humapen savvio device was not injecting the insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The daughter also reported the patient stored the device in the refrigerator and did not prime the device before use prior to this incident. The core user manual instructs to not store the device in a refrigerator and to prime the device before every injection. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is evidence of improper use and storage. The patient stored the humapen savvio device in the refrigerator and did not prime the device before use prior to this incident. These misuses may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who intended to report a product complaint and adverse events, concerns a female patient of unknown age and ethnicity. Medical history and concomitant medication were not provided. The patient received an unspecified insulin via humapen savvio graphite; 30iu per day, unknown route of administration, indication for use and start date. Reporting consumer informed the humapen savvio graphite (unknown lot number / product complaint number: (B)(4) was not injecting the insulin and that one refill usually lasted around four days but it was lasting much more. On an unspecified date and time after starting the use of unspecified insulin via humapen savvio graphite, the patient experienced much uncontrolled glycemia level, which the reporting consumer explained as a glycemia level that reached 380, 390 (units not provided), making the patient to feel unwell. As corrective treatment, an unspecified fast acting insulin was necessary, thus the company considered the glycemia increased event as serious due to medically significant reasons. Outcome of the event was not provided. It was unknown if any action was taken with the unspecified insulin or the treatment status. The patient operated the device and it was unknown if she was trained. There was evidence of improper use since it was mentioned that the patient did not prime the device but when she realized the problem, the patient started to. The patient had used this device model and the reported suspect device for unknown period. The suspect device was not returned to the manufacturer. The reporting consumer related the event to the problem on humapen savvio graphite. No relatedness assessment was given for unspecified insulin. Edit 08nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 06dec2018: additional information received on 05dec2018 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with pc 4537441. Corresponding fields and narrative updated accordingly.